Event description:
It was reported that the insertable cardiac monitor (icm) implant site was infected, red and tender. The patient went into the clinic for review and the device came out of the pocket when the physician was pressing on the implant site. The patient was administered antibiotics and no new device was implanted. No additional adverse patient effects were reported.